Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was noted to prematurely deploy but still attached to the catheter. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be good. Preliminary investigation results revealed the clip was mashed onto the bushing, therefore this is now an MDR reportable event.

Manufacturer narrative:
Preliminary investigation findings of clip assembly mashed onto bushing. Preliminary investigation results showed that the clip was mashed onto the bushing, therefore this is now a reportable event. Although the suspect device has been received, the full investigation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was mashed onto the bushing. An attempt was made to actuate the control wire; however, the clip fell off the bushing. The prongs were not locked into the capsule and they could not be opened nor closed. A kink was noted in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was noted to prematurely deploy but still attached to the catheter. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be good. Preliminary investigation results revealed the clip was mashed onto the bushing, therefore this is now an MDR reportable event.